Manufacturer narrative:
Model number/ catalog number: sc-2366-50, serial number: (B)(4), batch/ lot number: 2000020526/19991014/5023933/5024277/5025490, model/ catalog description: linear 3-6 lead 50 cm. Model number/ catalog number: sc-3354-25, serial number: (B)(4), batch/ lot number: 19709371, model/ catalog description: w4 splitter 2 x 4-25 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief and irritation of the lower back from the scs (spinal cord stimulator). The patient underwent a revision procedure wherein the leads were replaced and relocated. The patient was doing well postoperatively.